Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the solent proxi thrombectomy catheter. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. There was fluid inside the device and the attached waste bag, when received. Visual inspection revealed a kink in the shaft 31cm from the strain relief. Microscopic examination revealed that there was a hole in the shaft at the kinked location. Functional testing revealed the device ran within normal range, without any errors/alarms from the console; however, there was a leak from the hole in the shaft. Inspection of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter shaft was broken. An angiojet solent proxi catheter was selected for a patient procedure. However, upon unpacking the angiojet catheter, it was noted that the catheter shaft was broken so it could not be used for the procedure. The outer packaging of the catheter was not damaged. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the catheter shaft was broken. An angiojet solent proxi catheter was selected for a patient procedure. However, upon unpacking the angiojet catheter, it was noted that the catheter shaft was broken so it could not be used for the procedure. The outer packaging of the catheter was not damaged. The procedure was completed with another of the same device. No patient complications were reported.